Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("heavy pain in lower abdomen right ever since insertion/ radiating pain to pelvis") in a (B)(6) female patient who received essure for sterilization. On (B)(6) 2014, the patient started essure. On (B)(6) 2014, 1 day after starting essure, the patient experienced pelvic pain (serious criteria hospitalization, medically significant and clinically significant/intervention required). The patient was treated with surgery (complaints have been treated with physiotherapy. Surgery to remove essure). Essure was withdrawn. At the time of the report, the pelvic pain was resolving. The reporter considered pelvic pain to be related to essure. This report is made by bayer without prejudice and does not imply any admission or liability for the incident or its consequences. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case, a search in the database was performed on 09-dec-2016 for the following meddra preferred term: pelvic pain, the analysis in the global safety database revealed (B)(4) cases; bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However. The reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-dec-2016: quality-safety evaluation received. Company causality comment: this non-medically confirmed spontaneous potential legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented heavy pain in lower abdomen right ever since insertion, radiating pain to pelvis, complaints were treated with physiotherapy and surgery to remove essure. The reported event is serious due to medical importance and anticipated in essure reference safety information in this case, the event occurred after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident because a device removal was required. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded. No further information is awaited.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 2-jan-2017: essure removal questionnaire received from gynecologist. Concomitant conditions added and outcome updated. Company causality comment: this non-medically confirmed spontaneous potential legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented heavy pain in lower abdomen right ever since insertion, radiating pain to pelvis, complaints were treated with physiotherapy and she underwent a laparoscopic hysterectomy to remove essure. She recovered from this event. The reported event is serious due to medical importance and anticipated in essure reference safety information in this case, the event occurred after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident because a device removal was required. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded. No further information is awaited.